Manufacturer narrative:
The actual device was not available; however, two (2) companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, integrity of seal testing, and clamp function testing with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that components of a transfer set became separated. The separation of components was further described as a disconnection between the patient connector and the tubing of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.